Event description:
Device malfunction: device #1 unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unknown device failure occurred. A second proglide device was tried and a suture break occurred. Hemostasis was achieved using manual compression. There were no adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Device #2: part #12673-03, lot #79038-6h indicated is being filed under a separate medwatch MFR number.